Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: sticky fm was on the catheter.

Manufacturer narrative:
Bd was able to verify the reported failure. Spectral analysis shows that the clear droplets of material is most likely silicone while the strand of material is most likely cellulose mixed with silicone. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The probable root cause of this foreign matter composed of similar components of cellulose may have joined the silicone with the foreign matter found and may have originated punctually during the angiocath product assembly process and may be related to the excess silicone problem of the machine. A corrective action project 450094 has been initiated to investigate the excessive silicone issue. For the issue of needle bent, sample one is noticeably bent where sample two is just bent ever so slightly. Based on investigations and maintenance history, it was found that the root cause for this incident was caused by a failure occurring at the cannula assembly / orientation station on machine acam # 01, chassis # 01. This failure could have spawned the crumpled cannula body part that reached chassis # 02 of the acam # 01 machine and was normally assembled as an ordinary part as it could not have been detected by the machine vision systemor other controls. A maintenance order was performed to adjust station #03 and #04 of chassis # 01, which was generating a cannula kneaded. As per request, ftir analysis was completed on the clear droplets of material observed on the surface of the catheter and the strand of material on the catheter. A small portion of each of these materials was removed form the sample and prepared for ftir spectral analysis. The spectral analysis shows that the clear droplets of material is most likely silicone while the strand of material is most likely cellulose mixed with silicone. H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: sticky fm was on the catheter.